Event description:
It was reported that the pump had a primary audible alarm/ watch dog failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(6) as a result of warning letter cms# (b(6). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No problem was found. Root cause could not be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. Actions were taken to mitigate the reported issue: replaced speaker and interconnect board for preventive. Repair was not needed for watchdog (secondary). Performed power up process and all functional testing which passed.